Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. The customer explained that when the charge button was pressed, there was no response from the device. The device was not in use on a patient. One therapy pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. It was observed that j3 has lifted from the ground pad. Note that the lifted grounding pad did not contribute to the reported event. The lifted grounding pad can lead to network issues with the device; however, no such issues were reported by the customer. Since no issues associated with networking were reported by the customer, it is likely the damage occurred during the replacement of the therapy pca or during shipping back to the failure analysis lab.

Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. The customer explained that when the charge button was pressed, there was no response from the device. The device was not in use on a patient.